Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed inadequate bond of the posterior valve to the patch. Updates made to the following sections: report type (b1) outcomes attributed to adverse event (b2) date of this report (b4) describe event or problem (b5) explanted date (d6b) device available for evaluation (d9) type of report (g6) type of follow-up (h2) device evaluated by manufacturer (h3) event problem and evaluation codes (h6) manufacturing narrative/corrected data (h10)

Event description:
Alleged deflation.